Event description:
A customer reported ¿eleven (11) discrepant patient sample results for intact parathyroid hormone (ipth)¿ on the aia-360 analyzer. The physician questioned the less than low results that were below 1.0pg/ml for the eleven (11) patient samples who were tested after surgery and was expecting to have a result value for each patient, tosoh's ipth ranges are between 1.0pg/ml to 2000pg/ml. The physician requested the samples to be rerun and sent to a reference laboratory (mawd pathology) for comparison. The reference laboratory used electrochemiluminescence immunoassay (eclia) methodology and provided quantitative results that matched the patient¿s history results; the patient¿s history results were not provided by the customer. A field service engineer (fse) was dispatched for further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the customers data and was unable to reproduce the issue. Fse performed precision study and quality control (qc) on a patient sample and did not receive less than low results that were below 1.0pg/ml. Fse also reviewed the error log and found no indication of mechanical issues with the analyzer. Fse checked the temperatures, hand touch a/d valves, incubator cups, alignments, and all were within specifications. Fse did not find any issues with the analyzer and unable to replicate less than low results with quality control (qc) or a blood sample run. The only potential issue identified was related to preanalytical sample preparation. During a precision study, the customer took a syringe of blood, transferred it into three purple top tubes, and then drew the blood into three sample cups. The precision showed 6 percent coefficient of variance (cv), which is within the acceptable 10 percent range. This indicates improper sample preparation, such as insufficient mixing of the tubes which could have caused the reported event. Fse educated the customer to ensure proper mixing of blood samples and to monitor future results. Fse could not determine the cause of the reported event. No further action required by field service. The aia-360 analyzer is functioning as expected. The aia-360, serial number (B)(6), was installed on 07may2024. A complaint and service history review for similar complaints was performed from installation date 07may2024 through aware date 15aug2024. There were no similar complaints identified during the search period. The st ipth, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant intact parathyroid hormone (ipth) results could not be established.